Event description:
It was reported by service report that the unit has broken welds on either sides of the fowler/hinge to frame and sharp edges were present. The fowler is unable to support a pt's weight. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Eval result: fowler.